Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator non-malignant pain. The patient reported that they had a loss of therapy. The patient reported that they can't feel stimulation and their pain was unbearable. It was reported that the stimulation can be felt for 10 seconds and then it goes off. It was reported that the intensity will go up but cannot feel the stimulation. It was not hold group d. It will go to group a or b and it will go to d. The programmer showed stim on. The patient reported that they were on group d, program 1 at 6.20 volts, program 2 at 6.10 volts. It was reported that ins and insr battery are fully charged.